Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 22-mar-2028, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the valve was positioned at approximately 2 millimeters (mm) on the non-coronary cusp (ncc) side, which was considered to be too shallow. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, the valve was fully deployed at 3 mm on the ncc side. Upon full release, transient complete heart block (chb) occurred. Intrinsic rhythm was confirmed upon removal of the dcs, and temporary pacing was inserted via the patient's neck.